Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4).

Event description:
It is reported that the lens was explanted due to patient''s diagnosis of scotopia. It was stated by the physician''s office that the lens was disposed at the physician''s office. It was reported that the patient is doing well.